Manufacturer narrative:
Follow up report. (B)(4). Updated:b3,b4,b5,d2,d6,g1,g3,g6,h1,h2,h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, at a follow-up 6 months post implantation, reported an occasional cracking feeling in the hip without associated pain and radiographic imaging displayed subluxation of the femoral head with respect to the cup. It was reported that 9 months post implantation the patient underwent revision surgery. The situation was not due to an implant error, but rather to a problem in the handling and calculation of measurements during the procedure. As a result, the head of the implant was insufficiently long, causing friction with the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently 6 months post implantation, at a follow-up, reported an occasional cracking feeling in the hip without associated pain and radiographic imaging displayed subluxation of the femoral head with respect to the cup. The surgeon discusses that a revision will be required but the patient has limited financial resources. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: g7 dual mobility liner 38mm c, item: 110024461, #lot: 66507096. G7 screw 6.5mm x 20mm, item: 010000997, #lot: 7774155. G7 screw 6.5mm x 30mm, item: 010000999, #lot: 7799565. G7 screw 6.5mm x 50mm, item: 010001003, #lot: 3647786. G7 osseoti multihole 48mm c, item: 110010262, #lot: 66018530. Vivacit-e dm bearing 28x38mm, item: 110031009, #lot: 66828544. Wagn cone prosthesis 125/16, item: 01.00561.216, #lot: 010056216. G2: report source chile. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. The cmp was confirmed. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. Visual examination identified explanted devices, the liner picture shows an opening/notch-like feature on the bipolar liner, that could possibly be related to the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient is a 34-year-old female with a history of congenital hip dysplasia and multiple prior left hip surgeries who underwent left tha . On follow-up, imaging showed subluxation of the femoral head relative to the cup, however x-rays are not clear enough to establish the exact cause which explain the dislocation. During revision surgery 8 months later, the surgeon reportedly observed that the femoral head was too short and the liner was impacting the stem, suggesting a potential implant sizing selection issue contributing to the event. No revision operative records were provided to verify this finding. It was reported that during the revision the head was too short and the liner was impacting the stem, indicating a potential issue related to implant size selection. An opening/notch-like feature on the bipolar liner was observed on the provided pictures. This is likely connected to the mentioned impingement between the stem and the liner. Based on the available information it can be assumed that the root cause of the reported issue is associated with the intraoperative selection of an incorrectly sized femoral head component. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, at a follow-up 6 months post implantation, reported an occasional cracking feeling in the hip without associated pain and radiographic imaging displayed subluxation of the femoral head with respect to the cup. It was reported that on an unknown date in 2025 the patient underwent revision surgery. It was further reported that during the revision the head was too short and the liner was impacting the stem, indicating a potential issue related to implant size selection.

Manufacturer narrative:
(B)(4). Updated: b2,b4,b5,b6,d2,g1,g3,g6,h1,h2,h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.